Event description:
It was reported that the pump was alarming 'no disposable, clamp tubing'. It was confirmed that there were no kinks in tubing; that it could be the cassette, and that this has happened in the past with the same pump. No patient injury was reported.

Manufacturer narrative:
Catalog number and UDI and 510k are unknown; no additional information was received. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed and root cause could not be determined. No lot number was provided; therefore, a device history record (DHR) review could not be completed.